Manufacturer narrative:
Age or date of birth, weight, and ethnicity: information unknown/not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Reporter phone number: (B)(6). Device evaluation: since product is not available, the complaint issue reported could not be verified. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the customer only wrote ¿defect¿ on the fax without any details. Through follow up it was learned that the lens was implanted and surgeon realized there was a defect in the middle of the lens after it was already in the eye. The contact person was not sure about the nature of the defect, either a tear or a hole. Lens was explanted and a new one was implanted, all during the same procedure. Material was destroyed, not returning for evaluation. No other information was provided.